Manufacturer narrative:
A device history record, complaint history review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of loose internal part was confirmed. On 19-sept-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. External inspection showed rear case damage. Internal inspection revealed a loose component inside the device. Recommend bd san diego repair center replace the left iui logic board (p/n tc10013114) and the rear case. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had loose internal part. There was no patient involvement.